Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. It the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the patient contacted lifescan and reported that his one touch profile meter was not powering on. The patient did not allege harm or experienced injury due to this issue. During troubleshooting with the customer care representative, it was verified that the batteries were installed correctly. They were last replaced less than one year ago. The patient was asked to turn on the meter by pressing the power button, but the meter still would not turn on. He did not experience any symptoms at the time of concern. Based on the information provided by the patient, there is an indication that the product malfunctioned and that it meets the criteria for a medical device reportable. The power issue was not resolved with troubleshooting. A replacement meter was sent to the patient.